Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, if reprocessing is performed properly in accordance with the device's instructions, it is possible to remove foreign matter from the auxiliary water supply channel; therefore, it is possible the user's reprocessing was inappropriate. However, a definitive root cause could not be determined. The device's reprocessing manual provides the following that may help to reduce or prevent the occurrence of the reported issue: "warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." The reprocessing manual provides the following regarding presoaking of the endoscope: "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." During the inspection, service found switch #1 had a pinhole due to physical stress caused by handling. Per the legal manufacturer, this other issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, there was an issue with the auxiliary water tube. There was no patient or user injury reported due to the event. There was no delay in the intended procedure. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the auxiliary water tube was clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].